Event description:
Patient was going through a planned revision for other reasons not related to this event and surgeon experienced that while unlocking the pedicle screw, the outer collet disassembled from the rest of the screw.

Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. Based on the damage observed on the screw, the staking pin was likely compromised by an upward force on the outer collet from improper rod reduction/introduction techniques. The damage on the collets of the screw indicate tool misalignment. There were no manufacturing or inspection discrepancies. Risk: the mesa risk analysis, risk-004 rev 4: hazard analysis, lines 7, 9, 10, 11: screw breaks/outer collet dislocates from inner collet, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: there were no material or manufacturing defects observed on the returned implant. A review of the per surveillance report did not reveal any contributing information/trends. The damage on the collets of the screw indicate tool misalignment.

Manufacturer narrative:
Patient was going through a planned revision for other reasons not related to this event. The incision was small and the surgeon had difficulty seeing the screw and because of the location of the construct subject of the revision, he went to unlock the screw with the unlocker, and then with the vise grips. The outer collet disassembled from the rest of the screw, but was replaced without further incident. There were no x-rays available for inspection. The manufacturing and inspection records were reviewed and no discrepancies nor contributing information as to the cause of this event were found. Manufacturer has not received yet the subject device and evaluation of the device is still pending. The manufacturer will file a follow-up report once evaluation and additional information is complete.